Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker dependent patient presented in the clinic for an unrelated procedure on (B)(6) 2018. Upon review, the right atrial lead exhibited lead noise resulting in inappropriate mode switching. No other electrical anomalies were noted. The physician elected to not revise the lead due to the patient's age. The lead was reprogrammed. The procedure was completed without complications and the patient was discharged.